Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: device is not available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No changes in the patient as other company product was used to complete the procedure. 2. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Improperly fixed straps were removed and other company product was used to correct the surgical procedure. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2024 and absorbable straps were used. The straps were not fixing the mesh properly, thus leading to improper fixation and bleeding at fixation area. The surgery was delayed by 10 minutes. The improperly fixed straps were removed and another company device was used to complete the procedure. There were no changes in the patient's post-operative care. Additional information was requested.